Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect color lcd cable was returned. The reported malfunction was not replicated or confirmed. The customer indicated that the replacement color lcd cable resolved the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.